Event description:
It was reported that the patient experienced ventricular fibrillation. Undersensed small signal amplitude variation and signal amplitude variation prevented the implantable cardioverter defibrillator from detecting the arrhythmia. Programming changes were discussed. No intervention reported. No further information available.